Event description:
It was reported that the programmer would crash during interrogation and patient testing. There were multiple occurences of error codes. The programmer has been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: it was found that the error code issue could not be reproduced, but incidences of error codes were found in the logs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.